Event description:
On (B)(6) 2010, pt reported she noticed a little condensation in the infusion device's cartridge compartment 2 days ago. Pt stated she dried it up and just noticed the moisture has come back. Pt reported she can't say for sure that it did smell like insulin or not. Pt stated there was no physical damage to the insulin cartridge or leaks that she could see. Pt reported there is no moisture where she lives and the cartridge was at room temperature when she first inserted it. Advised pt to change the insulin cartridge and dry the inside of the infusion device's cartridge compartment. On call back from pt on (B)(6) 2010, pt reported the moisture inside of the infusion device was insulin. Pt stated she dried out the cartridge compartment with a cotton swab and changed to a new insulin cartridge. Pt reported that since the cartridge change, there has been no further insulin ingress. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.